Manufacturer narrative:
A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the malfunction since the actual device has not been returned to the shirakawa factory and detail condition of the actual device cannot be confirmed, occurrence cause and root cause of [tip foot fixing screw adhesive peeling] could not be identified from information obtained from the investigation. Additional finding : acoustic lens had a scratch, due to damage on acoustic lens, water tightness was lost, due to wear of angle wire, bending angle in up direction does not meet the standard value, adhesive on bending section cover was detached, cracked, and chipped, damage or deformation due to physical stress (caused by handling), bending tube had a dent, connecting tube had a scratch, there was a chip in adhesive area between acoustic lens and ultrasound probe. Olympus will continue to monitor the field performance of this device.

Event description:
The olympus field service engineer reported (on behalf of the customer) that the evis lucera ultrasound gastrovideoscope had defects in the ultrasound probe. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the tip foot fixing screw adhesive was peeling. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.